Manufacturer narrative:
.

Event description:
Two coils had successfully been deployed in the "cerebral aneurysm" and this device was the third coil to be used. During the repositioning of the device, it prematurely detached with approx 2cm of the coil remaining in the microcatheter, the remainder was within the aneurysm. The physician used the guide wire to push the remaining portion from the microcatheter into the aneurysm. Following the event other coils were successfully deployed in the aneurysm. The pt was reported to be "fine".